Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the pump indicated the program was completed, however there was still 30 ml remaining in the bag. No adverse patient effects were reported. No additional information is available at this time.